Event description:
Reviewed films: films at 3-weeks post implant were reviewed. The aorta is non-aneurysmal; diameter measures approx 20 mm at the renals, and 20 mm at the flow divider where the right (ipsi) limb is noted to be occluded; the occluded limb is twisted nearly full circle around the patent contra limb. The right limb is compressed to approx 7 mm across at the 21 mm diameter distal aorta. Patient anatomy likely caused the occlusion.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) (film evaluation), patient's condition affected effectiveness of device (patient anatomy), device failure/lack of effectiveness related to patient condition (patient anatomy).

Manufacturer narrative:
Results: occlusion, cause of event is unknown. Conclusion: cause of event is unknown.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the physician notified the rep that the patient has limb occlusion. No further information was provided. No clinical sequelae were reported and the patient is fine. A review of sizing worksheet shows treatment for bilateral iliac aneurysms, and the right iliac appears very tortuous. The case planning shows the main device going up the right side (extending into the right external iliac), and use of a flared contralateral limb on the left.